Manufacturer narrative:
The insulin pump was received with critical pump error and motor safety circuit failed test confirmed in history file due to software error. Unable to verify motor power supply voltage error or power failure detection alarm due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error 40 alarm. The customer was assisted with clearing the alarm. The alarm did not clear by selecting ok. The customer was assisted with performing a reset. The insulin pump alarmed power loss, the screen turned off, and the insulin pump alarmed critical pump error after inserting a new battery. Blood glucose at the time of the incident is unknown. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.